Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a procedure to treat an obstruction on (B)(6) 2012. According to the complainant, the indication for the stent placement was palliative treatment for an obstruction due to a malignant tumor. The lesion was located from the rectosigmoid (rs) colon to the sigmoid colon. The patient anatomy was not noted to be tortuous and the lesion was not dilated prior to stent placement. The stent was implanted at the sigmoid colon on (B)(6) 2012. On (B)(6) 2012, a perforation was detected near the deployed stent. In the physician's assessment, the perforation was caused by the edge of the stent. The patient developed peritonitis as a result of the perforation. No treatment was administered for the perforation or peritonitis. The patient died on (B)(6) 2012. In the physician's assessment, the cause of death was the peritonitis.

Manufacturer narrative:
The response to an FDA request letter for this medwatch is attached.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a procedure to treat an obstruction on (B)(6)2012. According to the complainant, the indication for the stent placement was palliative treatment for an obstruction due to a malignant tumor. The lesion was located from the rectosigmoid (rs) colon to the sigmoid colon. The patient anatomy was not noted to be tortuous and the lesion was not dilated prior to stent placement. The stent was implanted at the sigmoid colon on (B)(4) 2012. On december 6, 2012, a perforation was detected near the deployed stent. In the physician's assessment, the perforation was caused by the edge of the stent. The patient developed peritonitis as a result of the perforation. No treatment was administered for the perforation or peritonitis. The patient died on december 12, 2012. In the physician's assessment, the cause of death was the peritonitis.